Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicty per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that after wearing the pod on the arm between 4 and 24 hours, the site was irritated and the blood glucose (bg) levels were 22 mmol/l (396 mg/dl). The patient was prescribed by the doctor a moisturizing and hydrocortisone cream to apply on the affected area.